Event description:
It was reported that the tourniquet cuff was leaking air. There was no spontaneous deflation. The cuff was unable to be used so another one was opened for use. The event occurred before surgery. This device was brand new and just removed from its sterile packaging. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuffs inflated, confirming a leak. A bubble test determined the leak was located where the pvc tubing connects to the right angle connectors of all 4 of the cuffs. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the tourniquet cuff was leaking air. There was no spontaneous deflation. The cuff was unable to be used so another one was opened for use. The event occurred before surgery. No adverse event was reported as a result of this malfunction.